Event description:
A baxter rep reported an infusion pump with a triple alarm found during service. A follow up with the biomedical engineer revealed they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.